Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalized for low blood glucose levels. The nurse states they would have customer call in to troubleshoot the device. No further information or assistance provided at this time.